Manufacturer narrative:
Concomitant product: 1699tc-46 st jude lead, implant date: unknown.

Event description:
It was reported that the patient presented to the emergency room after a lead integrity alert (lia) triggered due to high rate non-sustained episodes and sensing integrity counter (sic). High pacing impedance was exhibited with the right ventricular (rv) lead. In addition, there was oversensing/noise, and high pacing thresholds with possible loss of capture. Reprogramming was performed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.